Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a patient who had received an insertable cardiac monitor (icm) implant presented to the emergency room with chest pain. X-ray imaging revealed that the device had migrated into the chest cavity and was positioned near the diaphragm. The patient was transferred to a medical center, where a surgeon successfully removed the device. The patient is currently stable and recovering well. No additional adverse patient effects were reported.